Event description:
I have a vns therapy implant from cyberonics, inc., for treatment of my epilepsy. On the date in question, I began to feel a strangling sensation. After a while, I called cyberonics thinking that the vns was causing the problem. Eventually, after much prodding, I received a call back about my immediate medical problem. The rep from the clinical and technical department suggested that I place the extra magnet over my implant site and leave it there, effectively turning off the system. This relieved my symptoms but, of course, with no activation, I was at risk of having a seizure, or more than one. As he instructed, I removed the magnet to see if the generator would fire normally. Within 20 seconds, the generator again fired continously and painfully. Eventually, I removed the magnet after 30 minutes and the symptoms resolved. The gentleman from cyberonics suggested that the generator was faulty. I called my doctor, and she said that I could come in the next day or so to have a computer diagnose any problems with the system. If the implant was indeed faulty, I would have to undergo surgery to remove the generator and replace it with a new one. Recovery the first time gave me an immediate focal seizure. For weeks and weeks afterwards, I experienced left vocal cord paralysis (diagnosed) and trouble breathing. I had the surgery. I did not go to my doctor because the symptoms had resolved but in any case, the doctor's office would have been too far to go in case of an emergency (either from the stimulation or the off mode), and very few doctors (less emergency departments) have the technology to interrogate and adjust the system in an emergency. Any help you can provided would be apprecitated. People need to know that the device can malfunction and produce adverse events.